Event description:
It was reported that the customer had inaccurate readings occur with their insulin pump. The customer's blood glucose level was reported at 500 mg/dl. Customer will call again to trouble shoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.